Event description:
The customer reported that the system shuts down during fluoro. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep tried to duplicate problem without success. He did find power problem with connecting unit to long under rated extension cord. The system is operating as intended.